Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the system fan was noisy. Analysis also found the ECG (electrocardiogram) connector was loose on the lem (link electronic module) printed circuit board assembly. Concomitant medical products: product ID: 229047 analyzer. (B)(4).

Event description:
It was reported that the programmer had a noisy fan. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. There was no patient involvement.